Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, there was an error on the universal surgical manipulator 1 (usm). The operating room (or) staff contacted intuitive surgical, inc. (Isi) technical service engineer (tse) to report the issue, and the usm was disabled. The tse viewed logs and found errors 25730, 32097 followed by 307 on usm1. The tse advised if they want to try and re-enable the usm1 the system restart would be needed. The customer was continued as a 3-arm configuration to complete the case. The customer stated they would try a hard reboot on the patient side cart (psc) after the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced the usm to resolve the issue with errors codes 25730, 32097 followed by 307. The system was tested and verified as ready for use. Isi received the usm involved with this complaint to perform failure analysis. The ums was analyzed and found to have no failure. The unit was tested on in-house system and triggered no errors. The unit was also tested on the test platform and passed all testes. Upon further investigation, there was no fluid intrusion or physical damage. Log review also showed errors 25730 and 307 pointing to the axes controller carriage (acc) board. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.